Event description:
It was reported that at a post operative device check, the right ventricular lead was found to have no capture and the lead had displaced. The lead was repositioned and remains in use. The patient is a participant in the world-wide randomized antibiotic envelope (B)(6) study. No patient complications have been reported as a result of this event.